Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplemental report will be submitted if provided based on the results of the investigation, it is likely the following led to the malfunction it is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited deformation in the distal end. There was no patient involvement.